Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported heavy leaking from the valve.

Manufacturer narrative:
This report is being submitted to provide additional information and the completed investigation. 6fr ik device was received for product evaluation without a dilator. After decontamination, a gross visual inspection found remnants of dried body fluids present on the device. The device was received in a condition consistent of use. There was a slight bend noted in the sheath. No other visual anomalies were noted. Functional testing was then performed to identify where a leak would occur on this device. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The sheath with the hub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. After leak testing, the valve was dissected and observed for any anomalies. No anomalies were noted. The slits on both the top and bottom opened appropriately. Rfin 0073 states "rapid withdrawal of the dilator may result in the incomplete closing of the 1 way valve resulting in blood flow through the valve. " there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information the valve leakage was not confirmed. The device operated within functional specifications and no anomalies outside of a bend in the sheath was noted. The IFU points to potential causes of valve leakage being withdrawing components too quickly or inserting the dilator off center. There was no damage to the valve from an off center insertion of the dilator.

Event description:
Additional information was received on january 22, 2018. They switched to a cordis sheath and the procedure was successful.